Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited shock impedance measurements of 118 ohms during defibrillation threshold (dft) testing at implant. During a post-op check prior to discharge, high out of range shock impedance measurements greater than 400 ohms was consistently observed. Technical services (ts) discussed the potential of a connection issue and recommended performing a close up x-ray of the header. X-rays were taken and noted the electrode was under-inserted in the device header. The physician planned to reopen the pocket and re-insert the electrode. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that a revision procedure was performed the following day. The electrode was removed from the device header, and then fully reinserted back into the device header. Shock impedance measurements were then noted to be within normal limits. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited shock impedance measurements of 118 ohms during defibrillation threshold (dft) testing at implant. During a post-op check prior to discharge, high out of range shock impedance measurements greater than 400 ohms was consistently observed. Technical services (ts) discussed the potential of a connection issue and recommended performing a close up x-ray of the header. X-rays were taken and noted the electrode was under-inserted in the device header. The physician planned to reopen the pocket and re-insert the electrode. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that a revision procedure was performed the following day. The electrode was removed from the device header, and then fully reinserted back into the device header. Shock impedance measurements were then noted to be within normal limits. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited shock impedance measurements of 118 ohms during defibrillation threshold (dft) testing at implant. During a post-op check prior to discharge, high out of range shock impedance measurements greater than 400 ohms was consistently observed. Technical services (ts) discussed the potential of a connection issue and recommended performing a close up x-ray of the header. X-rays were taken and noted the electrode was under-inserted in the device header. The physician planned to reopen the pocket and re-insert the electrode. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.